Event description:
The user received a questionable hcg (human chorionic gonadotropin) result for one patient sample from the cobas e601. The initial result was <0.1 miu/ml with a data flag and was reported outside the laboratory. A qualitative rapid hcg test from cardinal health was performed on the same sample and the result was positive. The sample was then repeated on the cobas e601 and the result was 83.99 miu/ml. The reported result was corrected. The user stated they performed a hand held serology hcg test and it was positive. No further data were provided. The patient was not adversely affected. The hcg reagent lot number was 15739702. The field service representative could not find a cause. He performed instrument check procedures and could not duplicate any errors. He reviewed the user's data and technique, replaced the sample syringe seal and cleaned the probes as a preventive measure. He ran performance tests and verified the instrument performed within specifications. To verify the analyzer operation, the user ran quality control with all results within acceptable range.

Manufacturer narrative:
A specific root cause was not identified. Assay performance checks performed on the analyzer were successful. Based upon information provided,the issue was likely caused by a tilted sample tube. The customer was not using the mandatory rack adapter. It was also noted the customer's centrifugation settings were not correct according to the sample tube manufacturer recommendations. The patient was not adversely affected.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was getting a check supply line alarm during refilling the heater in dwell 5 of 5. The hp stated the blue clamp bag had dropped and came undone. The technical service representative (tsr) asked the hp to press stop then assisted the hp to end therapy. The hp would finish with manual supplies later. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated the bag fell off the table it was placed on. The hp did not know why the bag fell. The hp stated he did not notice any visible damage or abnormalities with the bag or cassette that was in use. The hp stated he discarded the sample and did not know the lot number. The hp drained with manual supplies and was able resume therapy successfully with new supplies the following day. There was no patient injury or medical intervention reported.